Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, when the physician tried to advance the flexiva 200 laser fiber through the flex x storz scope, the tip of the fiber was not moving. The physician backed out the scope and as a result, three inches of the fiber broke off inside the patient's bladder. The broken fiber was retrieved. The device used to retrieve the fiber is unknown. The fiber was used with a 100 watt lumenis laser. The laser settings are unknown. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
Visual examination of the returned device revealed no exposed glass tip remaining. The pattern on the face of the distal end of the fiber is consistent with a fracture indicating the tip broke off. The tip of the fiber was not returned. Burn marks were observed at the break of the fiber.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure, when the physician tried to advance the flexiva 200 laser fiber through the flex x storz scope, the tip of the fiber was not moving. The physician backed out the scope and as a result, three inches of the fiber broke off inside the patient's bladder. The broken fiber was retrieved. The device used to retrieve the fiber is unknown. The fiber was used with a 100 watt lumenis laser. The laser settings are unknown. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.